Event description:
It was reported that, "punch guide was placed on baseplate. After impacting punch device was removed and it was noted that a small piece of the metal "foot" had broken off."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.